Manufacturer narrative:
The system was tested by the physicist and determined to operate within all normal parameters, post procedure. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. This high air-kerma does, not possibly reduced to the lowest by using dose reduction features provided by the system, is likely to result in a serious injury since it may take some time before having any radiation burn.

Event description:
It was reported that a patient received a high dose above 15 gy, while being scanned with an innova 3100. There was no report of device malfunction or serious injury.